Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was not able to be replicated through accuracy test. Test 1 results: 20.2 ml, test 2 results: 20.4 ml, test 3 results, 20.4 ml. The cause of the reported issue is unknown. Upon further investigation, found unit wouldn't pass occlusion test, air in line sensor is sitting to high. Replaced air in line sensor, upstream occlusion sensor (uso), downstream occlusion sensor (dso), printed wiring assembly (pwa) board. Performed dso/uso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration.

Event description:
It was reported that the pump was under infusing. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.